Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was received with corroded motor assembly during visual inspection. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 184 mg/dl. The customer stated that he was on a boat and fell. The customer stated that the pump was submerged in the lake. The customer tried to dry the pump overnight and it did not work. The customer reported moisture under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.